Event description:
It was reported that the patient presented to the hospital with skin erosion at device pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6; type of investigation: previously need to report as device not returned instead of analysis of production records.